Event description:
It is reported via service report that there are subtle surges when zoom is used on a flat surface. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: load cell.